Event description:
Following completion of the robotic-assisted bronchoscopy procedure, the patient developed a pneumothorax. The patient was hospitalized and a chest tube was placed. The pneumothorax resolved, and the patient was discharged on (B)(6) 2026. No device-related issues were reported.